Manufacturer narrative:
Investigation included user education and troubleshooting over the phone. Investigation of this case revealed that the user was able to resume the supply change without further assistance. It was concluded that the event involved difficulty removing a connector and that the issue was resolved by the user without clinical impact.

Event description:
It was reported that a connector became stuck during a supply change for an ilet system, and the user removed the connector with pliers after rewinding the pump. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical attention.